Event description:
This lead was implanted on (B)(6) 2013 and remains implanted until this time. It was noted on that same day during testing of sensing and threshold measurement, some noise was noted on the atrial channel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).